Manufacturer narrative:
The reported event is unconfirmed. Received two (2) photo samples. Both photo samples showcase an overview of 3-way temp sensing catheter with cut portion of inlet tubing and a straight tipped syringe. Received one (1) used 3-way temp sensing catheter with cut portion of inlet tubing and a straight tipped syringe without original packaging. Using the returned syringe, the catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon passively deflated in under two (2) minutes with no cuffing or leaks noted, returning 10ml of solution. This is within specification, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. No root cause could be found because the reported event was unconfirmed. A review of the device history record was not necessary due to the reported event being unconfirmed. As the reported event is unconfirmed a risk and labeling review is not required. Correction: d. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd h3 other text : the actual/suspected device was inspected

Event description:
It was reported that the sterile distilled water from the fixed balloon could not be withdrawn (could not be collected) from the foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
It was reported that the sterile distilled water from the fixed balloon could not be withdrawn (could not be collected) from the foley catheter.